Event description:
It was reported that the patient presented in the emergency room with syncope and inappropriate high voltage therapy due to noise on the right ventricular channel. Noise and loss of capture were reproducible with lead manipulation. The pace-sense portion of the lead was capped, and defib portion of the lead remains active. It was later reported that the lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.